Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a calibration error alert. The customer woke up with blood glucose level of 48 mg/dl, then the reading went up to 133 and 190 mg/dl later on. The customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned.